Manufacturer narrative:
Evaluation of the returned pod pc confirmed, that the embolization coil was detached from the pusher assembly. Evaluation revealed, that the pe fibers were fractured. This damage likely contributed to the reported coil detachment issue, during the procedure. If the embolization coil is forcefully retracted against resistance during use, the pe fibers may fracture, and the embolization coil may detach from the pusher assembly. The detached embolization coil was not returned for evaluation. Evaluation of the returned lantern could not confirm, the reported complaint. Evaluation revealed, that the device was undamaged and functional. During functional testing, a demonstration pod pc was able to advance through the lantern without issue. Penumbra coils and catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed. And did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 1. 3005168196-2021-02556; 2. 3005168196-2021-02564. H3 other text: placeholder.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2021-02556, 3005168196-2021-02564.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery (iia) using pod packing coils (pod pcs), a lantern delivery microcatheter (lantern), a non-penumbra catheter and a guidewire. During the procedure, two ruby coils and two pod pcs were successfully implanted into the target vessel. While advancing the next pod pc through the distal end of the lantern, resistance was encountered. While retracting the pod pc, it detached inside the lantern. The physician removed the lantern containing the detached pod pc and flushed the coil out on the back table. While advancing another pod pc through the same lantern, resistance was encountered. Therefore, the pod pc and the lantern were removed. The pod pc was then implanted using a new lantern. The procedure was completed using five additional pod pcs with the new lantern, the same catheter and the same guidewire. There was no report of an adverse effect to the patient.